Event description:
It was reported that the patient presented for explant of the pulse generator at due to suspected premature battery depletion. The device reached the elective replacement indicator and the physician questioned why the battery had not lasted as long as expected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal output and telemetry communication. Electrical and mechanical tests performed indicated normal device functionality. Longevity assessment found the device was operating at elective-replacement voltage (eri), consistent with normal projected longevity.